Event description:
A review of service data detected a reportable problem. During servicing electrode belt (B)(4) failed a hipot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed the hipot test. The cause for the test failure was isolated to a hole in the insulation of the black wire (main batt), located in the trunk cable connector. The root cause for the damaged insulation could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.